Manufacturer narrative:
The device has been returned and evaluated by product analysis on 29-jan-2019 with the following findings: a review of the pump settings showed that the pump was returned with the insulin sensitivity factor (isf) set to 1u:85 mg/dl and I:c ratio set to 1u:25 g. During investigation, the ez bolus features were tested using the user¿s settings and the pump calculated the correct amount. The pump was exercised for 12 hours with no errors or warnings occurring. The pump passed delivery accuracy test and bolus calculations; it was found to be delivering accurately and within range. The complaint of an inaccurate delivery issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump wasn't calculating correctly. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no allegation of an adverse event associated with this complaint.